Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement when health care professional (hcp) asked for the presenting electrogram (egm) report to be reviewed. Technical services (ts) discussed to do a chest x-ray of the patient to confirm the lead location. Subsequently, this ra lead was explanted and a new ra lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that there was a change in sensing and threshold, as well as a change in egms. Also, the lead was kept by the hospital. There were no adverse events or patient symptoms.

Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement when health care professional (hcp) asked for the presenting electrogram (egm) report to be reviewed. Technical services (ts) discussed to do a chest x-ray of the patient to confirm the lead location. Subsequently, this ra lead was explanted and a new ra lead with the same model was implanted. No additional adverse patient effects were reported.